Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728 the reported regalia xs 1.0 guide wire was returned for evaluation. The distal segment of the returned regalia xs 1.0 guide wire was found bent. Originating from the proximal solder (set at 120mm from the tip for the purpose of fixing the outer coil onto the core), the outer coil and the polymer jacket were found stretched. The polymer jacket was torn off at approximately 35mm distal to the proximal shoulder. The outer coil was found stretched for approximately 490mm and then fractured. Torn polymer fragment was remained proximal to the fracture end of the outer coil. The core was found fractured at approximately 60mm distal to the proximal solder. The fracture ends of the core and the outer coil were observed by microscope. The core was found twisted and had a flat fracture surface, inferring that accumulated torsion had contributed to the core fracture. The fracture end of the outer coil had a flat fracture surface, indicating that the coil fracture was attributed to torsion generated most likely when the coil was pulled and straightened. Measurement of the returned guide wire suggested that the core and the outer coil were fractured at approximately 60mm from the tip, detaching the tip completely from the rest. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated during wire removal might have been locally accumulated on the regalia xs 1.0 guide wire while the wire tip was caught between the stent struts and the vessel wall, fracturing the core. Further applied tensile stress then made the outer coil stretch to fracture and the polymer jacket tear off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi regalia xs 1.0 guide wire had fractured during a percutaneous peripheral intervention (ppi) to treat a 90% stenosis in the left iliac artery. After the regalia xs 1.0 guide wire crossed the lesion, two non-asahi smart stents were deployed. When the regalia xs 1.0 guide wire was advanced into the stent again for confirmation with intravascular ultrasound (ivus), the guide wire went through the stent struts and got trapped by the stent. The tip of the regalia xs 1.0 guide wire was fractured and remained in the patient anatomy during removal. As the remained wire tip was embedded in the stent struts without coil floating inside the vessel and given the opinions of the vascular surgeons, surgical removal of the remained wire fragment was not performed and post-dilatation with a non-asahi balloon was performed for the stent struts. The procedure was then completed. The physician commented that the struts of the deployed smart stents were not well apposed to the vessel wall as expected and the regalia xs 1.0 guide wire entered the stent struts in spite of guide wire manipulation with knuckling. It was informed that the patient had no issues after the procedure.